Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was failed to recover. Tried reboot but failed. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was failed to recover. Tried reboot but failed. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 3 had failed. A field service engineer (fse) investigated a reported door failure and found a phantom failure indicated on the screen, with no recovery options available. The fse tested the tower doors and discovered door 3 clicking. After servicing all latches with conductive grease, the connector for the micro switches on door 3 was tightened and reassembled. Tests confirmed all services were restored, and the customer completed the standard recovery procedure. Hardware test application (hta) was run. The system functioned as intended after the field service engineer repaired the device.